Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a guidewire could not be fully advanced through the lead. When attempting to place the lead via the coronary sinus, the lead advanced into the lateral vein with an impedance of 1654 ohms and no capture. The lead was replaced.

Manufacturer narrative:
Analysis was normal.